Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was sent to the hospital on (B)(6) 2016 due to fluid overload following several days of missed treatments and as a result of non-compliance with his peritoneal dialysis treatments. The patient experienced drain issues the past several days prior to the hospitalization. The patient reportedly had issues with his peritoneal dialysis catheter and constipation for five days. The pdrn stated the patient was often non-compliant with his peritoneal dialysis treatments and has a lack of ownership with his health care. As of (B)(6) 2016 the patient was still hospitalized and receiving effective dialysis therapy. Medical records were requested.

Manufacturer narrative:
(B)(4). Medical records were reviewed by post market surveillance staff. Medical records revealed the patient had a history of non-compliance with medications. The history of non-compliance was confirmed in a phone call with the peritoneal dialysis registered nurse (pdrn). Physician notes revealed the patient did not perform daily peritoneal dialysis (according to the chip that was installed in the cycler). The patient also experienced an acute myocardial infarction but, he refused nitro paste or other interventions. Patient had a history of a previous myocardial infarction and had other comorbidities that could contribute to a myocardial infarction including, coronary atherosclerotic heart disease, ischemic heart disease and diastolic heart failure. Stress on the heart from the excessive fluid could also have been a contributing factor. The patient has an insulin pump but the patient diluted the insulin and reused cartridges to save money. The patient¿s leaving the hospital against medical advice is further evidence the patient is non-compliant with treatment or medication regimen. There was no documentation in the medical record that indicated any causal relationship between the liberty cycler and the patient¿s fluid overload. There was no documentation in the medical record that indicated any causal relationship between the liberty cycler and the patient¿s myocardial infarction. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records were provided by the patient's dialysis center. On (B)(6) 2016, patient presented to the peritoneal dialysis clinic to have his peritoneal dialysis catheter assessed. The patient was in pain and had shortness of breath. In addition, the peritoneal dialysis registered nurse (pdrn) noticed the patient might be in fluid overload as evidenced by the edematous arms, fingers and legs. The patient was flushed with 500cc dialysis fluid but when the peritoneal dialysis registered nurse (pdrn) attempted to drain the patient, nothing drained out. The physician was notified and patient was sent to the emergency room for peritoneal dialysis catheter evaluation and for possible fluid overload. The patient presented to the emergency room, complaining of the peritoneal dialysis catheter not functioning. At the emergency room, the patient denied chest pain or any pain. He also had a little shortness of breath which he stated was normal for him. The patient was particular about what he did or did not want done. The patient's EKG on arrival clearly showed signs consistent with st-elevation. The patient declined an IV and did not want treatment for a heart attack. The emergency room physician and cardiologist discussed the importance of being treated for the heart attack but the patient still declined treatment. The patient only wanted oral medications and subsequently took aspirin and nitroglycerin. The patient was admitted into critical care and diagnosed with acute occlusion of peritoneal dialysis catheter, end stage renal disease (peritoneal dialysis dependent) and acute st elevation myocardial infarction. The patient's peritoneal dialysis catheter was repositioned by interventional radiology (ir), drained and became functional. On (B)(6) 2016, the patient left against medical advice (ama). Patient stated on the ama form, "the agreement was to stay for one night only. I came for the (catheter) problem. The report from the clinic is enclosed but nothing for health problems." Patient dressed and went home.